Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. The customer was treated for the highs at the hospital. It was noted that the cannula was bent. The customer did not realize cannula had been bent all day prior to hospitalization. The customer declined to troubleshoot for the highs.